Event description:
The healthcare professional of a clinical study reported the patient had a urinary tract infection. They had had a urinary tract infection a few months before their visit and had developed irritating symptoms again. The patient was started on macrobid. The outcome and etiology were unknown.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received reported the event was related to the device or therapy but not the implant procedure. The date of the uti test was (B)(6) 2015.

Event description:
Additional information received reported this was the first uti since implant; the date of antibiotic treatment was (B)(6) 2015. Outcome and etiology remain unknown.

Manufacturer narrative:
Aware date is 2017-03-28.

Manufacturer narrative:
Conomitant medical products: product ID 3889-28, lot# va09wpf, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the event was not related to the device or therapy. The event was not related to the implant procedure and other etiology was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.